Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic procedure, the needle kept falling off. A new device was used in order to complete the case. There was no patient injury involved regarding the event.